Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter returned for evaluation. During visual evaluation, two kinks and stretching were noted to the catheter. Damage was also noted to the distal tip of the balloon, no other anomalies noted to the device. During functional testing, the sample guide-wire lumen was flushed successfully. The patency of the guide-wire lumen was tested using an in-house guidewire and was unable to be fully inserted due to the kink and stretching of the catheter. No other functional testing was performed. Therefore, the investigation is inconclusive for the reported guidewire advancement failure as guidewire testing could not be completely carried out due to kink and stretching of the device. However, the investigation is confirmed for the identified material deformation as kink was noted to the catheter and damage was also noted to the distal tip of the balloon. Also, the investigation is confirmed for the identified stretching as stretching was noted to the catheter. A definitive root cause for the reported guidewire advancement failure, identified material deformation and stretching could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an angioplasty procedure using the conquest and during the procedure it was reported that the guidewire allegedly cannot pass through the hub. There was no reported patient injury.